Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the dislodgement allegation was not confirmed. Continuity testing passed which indicated that the conductors were intact. Also, a visual inspection revealed no anomalies. Laboratory observations and field report were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found to dislodged. The rv lead was surgically explanted. No additional adverse patient effects were reported.